Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired once, the surgeon was able to open the device, closed to remove the device from the patient: the operating room nurse wasn't able to open the device to remove the cartridge. She used the reverse button after which the device opened. She loaded a new reload; the surgeon had trouble opening and closing the device. They converted to a competitor's product to complete the case. There were no adverse consequences for the patient. The procedure was prolonged by ten minutes.